Event description:
It was reported by service report that the bed will not calibrate and there were no functions available. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The investigation is ongoing. Results will be submitted in a following report.